Manufacturer narrative:
(B)(6).

Event description:
It was reported that in-stent thrombosis occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Three eluvia stents, 6 mm x 120 mm, 7 mm x 120 mm, and 7 mm x 120 mm, were implanted in the sfa on (B)(6) 2019. The procedure was successful. On (B)(6) 2020, one month prior to confirmation of stent occlusion (3 months after endovascular thrombectomy (evt)), no stenosis was observed. Mild stenosis was confirmed in the partial stent expansion failure. Subsequently, it was judged as stent thrombosis due to occlusion. The stent was occluded in the middle 2/3 part and in the distal 1/3 part, however no occlusion was confirmed in collateral flow. The patient had symptoms that consisted of lameness and a toe ulcer that was improved after the first treatment, but still unhealed. On (B)(6) 2020, follow-up revealed the ankle brachial index dropped to 0.3 and stent occlusion was revealed. Angiography confirmed the mid part of an unspecified eluvia stent was not fully expanded. Evt was discontinued and a femoral popliteal (fp) bypass of the right common femoral artery (cfa) to the p2 popliteal artery (pop) with autologous vein grout was performed. The physician noted that the lesion was successfully dilated with a high pressure resistant balloon during the procedure, but it was thought the stent might have been flattened due to the recoil of the severely calcified lesion. There were no patient complications reported. The patient condition after treatment was fine, and symptoms disappeared. The ulcer was unhealed but was improved.